Event description:
It was reported per med watch, that an arrow 8 fr 40cc ultra8 intra-aortic balloon (iab) was placed in patient ('pt') in operating room for left ventricular support at 14:13, following cardiopulmonary bypass and CABG x 1. Pt was transported after surgery to cardiovascular recovery (cvr) with normal balloon pump & balloon function. Pt was undergoing a redo CABG x 1. At approximately 18:40, cvr nurse noted a low helium alarm leak condition on balloon pump. This alarm condition can be caused by numerous conditions, from a noisy ECG to a leaky balloon connection, or leaky balloon. Nurse checked connections & found no problems. She called perfusionist at 19:35, & he suggested initially to try reducing volume in balloon from 40cc to 35cc. She was to call perfusionist back if low helium alarm persisted. Alarm condition continued, so perfusionist was called again, approximately 15 minutes later. He had nurse check for blood in balloon gas line going into pt. To see if there were any blood flecks. Nurse did begin to notice small blood flecks forming in gas line. Perfusionist indicated to nurse that it is a blood leak into gas line & that balloon will have to be pulled. Timing of balloon was changed from 1:1 to every fourth heart beat. Nurse was told by perfusion to contact surgeon & let him know of the problem. Md had on-call cvr physician pull balloon as soon as perfusionist arrived (approx. 20:30). Balloon was taken back to perfusion area, cleaned & inspected by perfusionist in a water filled sink. Balloon was inflated with approximately 60-80cc of air, with balloon under water. Tiny air bubbles were noted escaping from point where balloon material contacts balloon catheter at base of balloon. This is an unusual site to see a leak in these balloons. Most of the time, they occur at lower curve point of balloon where balloon is contacting a sharp calcium edge in descending aorta. I don't believe this tear was caused by contact with any pt calcium edge. Nurse & cvr evening physician noted mottling of lower abdomen & outer edges of hips & legs, prior to balloon removal. Mottling remained on the legs for a while. Perfusionist recommended the cvr nurse keep close watch on the legs for any further mottling or cooling, or other indications of poor circulation. Also to watch renal output for any significant drops. Perfusionist expressed concern that there could have been a possible helium gas leak into pt's abdominal aorta & below. Nurse noted later that mottling went away & saw no deleterious effects to pt's circulation or renal function. Once pt awoke, he had no pain or other problems with his legs.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if add'l info becomes available.